Event description:
Under the consumer protection safety commission, "child-resistant" packaging is not "child-proof" packaging and "child-resistant" packaging is expected to prevent 80% to 85% of children from accessing the substance? The vials should be designed to make it significantly difficult for children under five years of age to open or obtain a toxic or harmful amount within a reasonable time. Recently, our pharmacy incurred an incident where an adolescent was able to take off the vial cap of his mother's prescription and take the wrong medication. This prompted our pharmacy to conduct an informal study on the effectiveness of the vials. The results discovered that out of 50 children ages 2-6, the average time to open the vials was 45 seconds: the parent was given the vial/cap to secure it prior to administering it to their child. A follow-up study was done at the local child development center with similar results. The MFR is currently getting our vials from tristate distributors via cardinal health as our prime vendor.